Manufacturer narrative:
It was confirmed that the device will not mount to the universal cart and that the thumbwheels are bent and will not thread into the base assembly. The customer was provided with the part information for the base assembly for repair, but complete repair of the device was not confirmed. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during performance verification testing, it was observed that the bottom plate foot isn't screwing onto the stand and thread came off. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the device will not mount to the universal cart. The thumbwheels are bent and will not thread into the base assembly. The rse provided parts ID for the bottom enclosure and advised the customer of the latest version of the service manual. The customer called back in and informed that the previously ordered retention plate did not resolve the problem. The rse provided the part information for the base assembly for repair.